Manufacturer narrative:
Based on the claim against the product by the customer noting that a fragment fell into the patient, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Field d6 is blank because the product is not implantable.

Event description:
On 27-apr-2023, intuitive surgical, inc. (Isi) received ufi (B)(4) stating: during procedure today, while surgeon was operating on patient (pt), a piece of the harmonic shear broke into patient's abdomen. Pa (physician¿s assistant) removed the broken piece from pt's abdomen. Surgeon made aware and x-ray was order. Charge nurse also updated. X-ray done per md order, result is negative. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the lot number of the instrument was unknown. All known information was already provided. The customer did not have any further information to provide. There was no impact to the patient. The procedure was completed robotically. The patient did not return to the hospital experiencing any post-surgical complications related to retaining a foreign object.